Event description:
It was reported the patient's blood glucose level rose to 22.1 mmol/l (397.8 mg/dl) while wearing the pod between 49 and 71 hours. When removed from the infusion site on the skin, the pod's cannula was found to be dislodged. Insulin leaking during wear was also reported. Patient also stated that there was a massive lump around the infusion site and it was itchy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.